Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source needs to replace bulbs almost every couple of days. The issue was found during inspection for use. There were no reports of patient involvement.